Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 29mm sapien 3 valve was to be implanted in the aortic position via transfemoral approach. The 16fr esheath+ was inserted without issue. A bav was performed without issue. There was resistance when inserting the commander delivery system through the expandable portion of the sheath. It was noticed that the delivery system was stuck within the sheath at the area of the aorta-iliac bifurcation. An injection showed extravasation and what seemed like the valve being outside of the liner of the sheath. Attempts at buddy balloon, snaring, pushing and pulling the sheath, and turning the delivery system to free the valve were performed. At this point the pusher and the valve were no longer touching, however, the valve remained crimped on the balloon. The patient's blood pressure began to soften, so vascular surgery was called. The patient was receiving blood products and increasing support. As the delivery system could only move forward, the devices could not be withdrawn. Vascular surgery was able to pull the sheath back a fair amount, which allowed the delivery system and valve to be pushed through the tip of the sheath. Valve alignment was quickly performed, and the 29mm sapien 3 valve was deployed in the descending aorta below the renal arteries. The delivery system and sheath were removed as a unit. It was observed that the liner of the sheath was split. Another set of devices were prepped to continue with the tavr procedure, but prior to introducing the devices, the patient coded, and volume was depleted. The patient was resuscitated, and the procedure was aborted. After the devices were removed, there was bleeding at the site and in the external. Kissing stents were placed. Pressure was held for 30 minutes. The patient ultimately received 5-6 units of blood, was on high dose vasopressors, and intubated. The patient was stable and was transferred to ICU. The patient will return later for tavr, using a different access site.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: added h10 related report number, additional code added to h6 component code, corrected h6 health effect-impact code, corrected h6 health effect-clinical code, corrected h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The 16fr esheath+ was discarded and thus not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Post procedural imagery of the sheath was provided and the following was observed: sheath liner tear along what appears to be the full length of the liner. Imagery of the patient's anatomy was provided, and the following was noted: tortuosity present in access vessels. Minimal calcification noted and vessels seem to be of adequate diameter (>6.0mm) to accommodate 16fr esheath+. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The difficulty advancing the delivery system through the sheath and liner puncture were confirmed. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath+ and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. Per review of provided imagery, tortuosity was present in the access vessels. Per the IFU/ training manuals, "push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification." Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial alignment can lead to resistance. As such, available information suggests that patient factors (tortuosity) may have contributed to the reported difficulty advancing the delivery system. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure, resulting in damage to the sheath. During delivery system advancement through a tortuous pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath liner and tear it upon advancement, especially if compounded with high push force. As such, available information suggests that patient factors (tortuosity) and procedural factors (device manipulation, high push force) may have contributed to the liner puncture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.